Event description:
It was reported by the affiliate that (3) 355ld were used during an laparoscopic assisted vaginal hysterectomy procedure. It was reported that the instruments were not disarming but safety shields were still retracting. Once the trocar was able to be inserted, the procedure proceeded in the normal way. There was no pt consequence.